Event description:
Boston scientific received information that this implantable right ventricular (rv) lead was observed to have perforated the heart wall of the right ventricle. A pericardiocentesis was performed and the fluid was successfully drained and the rv lead was explanted. A new rv lead was successfully implanted without further incident. There were no additional adverse effects to the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.